Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6) 2023, was chosen as a best estimate based on the date that the manufacturer became aware of the event, 02/07/2023. The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Device code a1502 is being used to capture the reportable event of misplaced - vascular.

Event description:
It was reported to boston scientific corporation that spaceoar vue was implanted during a spaceoar vue placement procedure performed on an unknown date. Two weeks after the procedure, the patient complained about having pain. Upon reviewing the computerized tomography (CT) scans for simulation, it appeared as though some of the hydrogel ran lateral peri-prostatic on one side, which suggested that the hydrogel was in a rectal vessel. Boston scientific corporation has been unable to obtain additional information regarding this event, despite good faith efforts.